Event description:
Patient reported "rupture". Patient later reported "pain, spasm of the sinus and capsular contracture grade iii". This record is for the left side. Device remains implanted. Unknown if the device will be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.